Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the tfna fem nail ø12 le 125° l235 timo15 shows signs of fracture, additionally the x-ray provided revealed multiple fragments that remained on the patients body confirming the reported allegation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 125° l235 timo15 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument, manufacturing date: 23-oct-2020, expiration date: 01-oct-2030, part number: 04.037.215s, 12mm/125 deg ti cann tfna 235mm - sterile, lot number: 73p5701 (sterile), lot quantity: (B)(4). Component part(s) reviewed: part number: 21127, timoagri16.00, lot number: 50p3768, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 19-feb-2020 was reviewed and determined to be conforming. Lot summary report dated 01-apr-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, lot number: 71p7056, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring shim ended, lot number: 52p7558, lot quantity: (B)(4). Production traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance dated 26-aug-2020 and quality history card dated 20-aug-2020 received from smalley were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree, tfna, lot number: 62p3503, lot quantity: (B)(4), production order traveler met all inspection acceptance criteria. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 73p5701. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tfna fem nail ø12 le 125° l235 timo15 and guide sleeve yell were involved in an intra-operative event. During a tfna case, after use of the lateral cortex opening drill bit and tapered stepped reamer, metal shavings were observed in the proximal femur and around the drill bit, and the guidewire was noted to be slightly bent. The surgeon elected to leave the metal shavings and nail in situ and requested the drill bit and guide sleeve be sent for testing to determine the source of the shavings. There was no reported patient consequence or clinical symptoms.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.